Event description:
Reporter alleged blood glucose measured 433 mg/dl compared to the dr's result of 150 mg/dl, when testing was performed within 2 mins of each other. No actions were taken or treatment rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.